Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the actual sample, a complete investigation could not be performed. The house retain sample for the reported final kit was pulled for evaluation. The 27ga assembled needle was physically tested and met all incoming specifications. No specific conclusions can be drawn. All available information has been forwarded to the vendor, becton dickinson for further investigation. If the sample is received or any add'l, pertinent info is received from becton-dickinson, a follow-up report will be submitted.

Event description:
As reported by the user facility: skin wheel needle 27 ga needle broke off in a patient, and later removed. Additional information provided by the facility indicated the patient required surgery to remove the needle fragment. The patient suffered no additional adverse sequela associated with the incident. The sample cannot be located at this time and it is not known whether it will be returned or not. No further information is available at this time.